Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an air bubble anomaly. The customer's blood glucose level was unknown. The customer was advised of how to troubleshoot and to call back if problems persisted. Nothing was replaced or returned for analysis.